Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl resulting in the customer falling and a broken fibula. Reportedly, the continuous glucose monitor (cgm) sensor was disconnected, and the pump continued insulin delivery as intended when no sensor session is active. Customer consumed carbohydrates to initially address bg. On (B)(6) 2024, the customer went to the emergency room (ER) to address the broken fibula. At the ER, no treatment was required for the low bg that occurred on (B)(6) 2024; however, x-rays were performed, and painkillers and an orthopedic boot were provided to treat the broken fibula. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged on (B)(6) 2024 with the issues resolved and no permanent damage.